Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation along the edges of her breasts from the lifevest. The area was described as a rash with deep lines, dry skin and redness, resembling paper cuts. The patient's home-care nurse provided an unknown medicine for the irritation. During a follow-up the patient's spouse reported that the irritation had improved.